Event description:
Additional information reported that the patient was admitted for a reoperation due to the presence of an enlargement of the infected granulation area and purulent discharge of the affected site. Cultures were positive for e. Coli, klebsiella aerogenes, and pseudomonas aeruginosa. The patient was treated with a debridement around the driveline exit site, vacuum assisted closure (vac) therapy, and antibiotics.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was readmitted for a bacterial infection at the driveline on (B)(6) 2023. They were treated with surgery and drug therapy. The patient was discharged on (B)(6) 2023.